Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the cable for the camera was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect camera cable was returned to the manufacturer for analysis. The physical damages were found on the cable, however the cable passed continuity testing. When adjusting the cable at the pinch point, functionality was not lost. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while setting up to perform a demo, the navigation system displayed that the localizer/camera was cycling. The reported issue would occur when the camera arm was moved or adjusted. The representative found that the camera cable was pinched where the camera arm attached to the cart. There was no patient present when this issue was identified. No additional information was provided.